Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that her onetouch verio iq meter blood glucose results were reading as control solution. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy began on "(B)(6) 2016, 2:54pm". The patient reported that she obtained blood glucose results of "315,297, 295,286 and 294 mg/dl" on the subject meter that read as control solution .the patient takes insulin (no adjustments) to manage her diabetes and made no change to her usual diabetes management routine as a result of the alleged product issue. The patient reported that "less than an hour" after the alleged issue began she developed the symptoms of "dizzy and nausea". The patient denied that she received any treatment. At the time of trouble shooting, the cca confirmed that the test strips had been stored correctly and not expired and the patient's testing technique was correct. The product issue remained unresolved after walking the patient through a retest. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.